Event description:
It was reported that the customer experienced a blood glucose (bg) level of 459 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin, and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.